Manufacturer narrative:
The event of premature battery depletion was confirmed. The device was at elective replacement indicator (eri) level upon receipt. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the pacemaker exhibited premature battery depletion. The device triggered eos (end of service) in september however, it was noted that the device estimated 5.8-6.3 years in february. Further information was requested however, was not provided.

Event description:
New information noted that the pacemaker exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2025. There were no patient issues.